Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving adequate coverage. It was also reported the pt experienced abdominal stimulation while being reprogrammed. The pt will undergo surgical intervention on a later date. Attempts to gather additional info were unsuccessful. No further info is available at this time.